Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an insulin syringe. The customer reports he takes 8 shots a day of pain medicine (not insulin) and the cannulas are breaking off in his skin.